Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-01502. It was reported the patient was implanted with drg leads via trial implant procedure. After the procedure, the patient began to experience cramping when stimulation was activated. X-rays were taken and no anomalies were found. In turn, both leads were removed and replacement leads were implanted the following day. Adequate therapy/coverage was present following the procedure.